Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at 3:30 pm the pump was alarming. The clamps were checked, and no occluding was noted. The event occurred while in use with a patient at the clinic. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The event history log was not provided. The service history review had no indication that the complaint was related to a service of the device within the review period.